Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator, to the bilateral upper abdomen using cooladvantage coolfit applicator,to the bilateral lower abdomen using cooladvantage coolcore applicator, to the flanks,to the bilateral hips on (B)(6) 2016 using cooladvantage applicator,to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator, to the bilateral upper abdomen with a cooladvantage coolcore applicator,to the bilateral lower abdomen with a cooladvantage applicator, to the bilateral abdomen with a cooladvantage coolcore applicator, to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator to the bilateral hips (flanks) using cooladvantage coolcurve+ applicator,to the axillary puff using cooladvantage coolcore applicator who developed paradoxical hyperplasia in lower abdomen diagnosed on (B)(6) 2017.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator, to the bilateral upper abdomen using cooladvantage coolfit applicator,to the bilateral lower abdomen using cooladvantage coolcore applicator, to the flanks,to the bilateral hips on (B)(6) 2016 using cooladvantage applicator,to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator,to the bilateral upper abdomen with a cooladvantage coolcore applicator,to the bilateral lower abdomen with a cooladvantage applicator,to the bilateral abdomen with a cooladvantage coolcore applicator,to the bilateral bra roll on (B)(6) 2016 using cooladvantage coolcore applicator to the bilateral hips (flanks) using cooladvantage coolcurve+ applicator,to the axillary puff using cooladvantage coolcore applicator who developed paradoxical hyperplasia in lower abdomen diagnosed on (B)(6) 2017.